Event description:
The service report shows that during a scheduled "pm" service, the ventilator's high pressure alarm did not activate at it's maximum setting. The nellcor puritan bennett factory service technician (npb fst) inspected the device and adjusted the potentiometer (p7) on the interface pcb. The ventilator was subsequently upgraded with c.o. 20547 which modifies the high pressure circuit to activate without failure. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.